Manufacturer narrative:
H11: h2: corrected data on h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the fast fix 360 misfired the t inside the patient, fast fix failed to deployed the t2 implant. The t1 implant was removed using a grasper. The procedure was completed with a arthrex fiberstitch 2-0 competitor device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.